Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had an irritation under the back therapy electrodes. The patient's physician advised the patient to use witch hazel and lotion. The patient's physician also prescribed a cream. Follow-up indicated that the irritation had improved.